Event description:
A pt was admitted to the hospital with possible meningitis. The hospital will be performing a culture. During a follow-up conversation with the implanting surgeon, it was stated that the pt had been diagnosed with otitis media in the implanted ear.